Event description:
High impedance was reported, and the patient received inappropriate shocks. A full interrogation was impossible, due to shocks delivered during attempt. The lead was explanted; patient status reported as ok.